Event description:
It was reported that the patient underwent rotator cuff repair 11 years ago. The patient has been experiencing pain ever since the procedure. In 2002, the sutures were removed and the patient has been experiencing less pain.